Event description:
This lead was capped because a lead fracture directly under the pt's clavicle was observed on x-ray. Noise and inappropriate shocks were reported for the pt's rv lead and the physician referred the pt to a surgeon for placement of an epicardial lead. The pt declined epicardial lead placement and is currently followed closely by the physician. Should additional info become available, this report will be updated.

Event description:
This lead was capped because a lead fracture directly under the pt's clavicle was observed on x-ray. Noise and inappropriate shocks were reported for the pt's rv lead and the physician referred the pt to a surgeon for placement of an epicardial lead. The pt declined epicardial lead placement and is currently followed closely by the physician. Should additional info become available, this report will be updated.